Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed observed two stuck battery pins which were determined to be the cause of the reported symptom. The device was determined to not meet all product specifications related to the reported event. The reported "screen appears red and indicates battery" was verified. The battery pins were cleaned and the device now functions as designed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a spectrum pump "screen appears red and indicates battery" during delivery in the general surgery care area (medication, programmed amount and delivery rate unknown). The customer also reported that the device "will be pitched". There was no patient injury or medical intervention associated with this event. No additional information is available.